Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It is reported that during a rotational atherectomy treatment procedure, unstable speed occurred. During the procedure, the rotational speed of the rotablator console was unstable. The device did stall, but it was unable to be verified if the device rotational speeds ever exceeded recommended use limits. The rotablator console was able to be used without problems during 2nd ablation. No patient complications were reported and the patient's status is fine.